Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having a lot of problems with their implantable neurostimulator (ins) battery holding a charge and having to charge more frequently starting about a year after implant, which has gotten worse over time. The patient reported that now they were not able to start an ins charge session at all. When the patient tried to charge they saw the reposition antenna message starting the last two weeks. The patient reported that there was no recent programming or previous overdischarge events. The patient reported that they suspected that they were currently in overdischarge because the patient had not successfully charged their ins since december. There were no falls or traumas associated. The patient reported that the battery felt like it was moving around and sometimes it stuck up starting in 2015. The patient stated that when they lay down, they got heavy shocks starting in 2015. The patient told a health care professional (hcp) and manufacturer representative about the shocks and was reprogrammed. The patient did not have further information about the reprogramming session. The patient had moved stated and no longer had a managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.